Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient activated this inflatable penile prosthesis (ipp) a week and a half post-implant. The patient then presented with scrotal swelling, redness, and pain with infection in the area of the pump. All components were explanted, the area was washed out, and a new ipp was implanted. No further patient complications were reported.